Event description:
It was reported that during a stenting treatment procedure, the stent dislodged inside the patient. No patient complications were reported and the patient's status is okay.

Event description:
It was reported that during a stenting treatment procedure the stent dislodged inside the patient. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: device analysis determined that the condition of the returned device was not consistent with the complaint incident. The stent did not dislodge from the device. However, proximal stent damage and hypotube kinks were noted. The device was returned with the stent correctly attached. A visual and microscopic examination found a number of struts at the proximal edge were raised and misaligned. Outer diameter measurements were within specification. A visual and microscopic examination identified severe kinks along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).